Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that sometime later post port placement procedure, the port allegedly developed with catheter fracture. There was no reported patient injury.

Manufacturer narrative:
H11: additional information was identified in medical records, and the file was reassessed for reportability and determined to be reportable as serious injury. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. B1, b3, b5, d4 (medical device lot #, unique identifier (UDI) #), g3, h1, h6 (patient, device, method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that, on (B)(6) 2012, a patient underwent port placement via the right subclavian vein, for an unknown medical condition. Approximately, two months and sixteen days later, on (B)(6) 2012, the patient developed catheter fracture with migration of a fragment to left lower pulmonary lobe. Subsequently, the patient underwent port and foreign body removal on the same day. However, the current status of the patient remains unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although, the physical device was not returned for evaluation, medical record was provided for review. Medical record alleges that, a powerport m.r.I. Isp implantable port was implanted in a patient, via the right subclavian vein. The patient was later diagnosed with a right subclavian port a cath with broken tubing, with the tubing fragment lodged in the lower lobe pulmonary artery. Subsequently, the patient underwent port and foreign body removal procedure. Therefore, the investigation is confirmed for the reported catheter fracture, material separation, migration and entrapment of device issues. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, d1, d4 (unique identifier (UDI) #), g3, h6 (device, method, result, conclusion) section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that, on (B)(6) 2012, a patient underwent port placement via the right subclavian vein, for an unknown medical condition. Approximately, two months and sixteen days later, on (B)(6) 2012, the catheter had allegedly fractured, with migration of a fragment, and the fragment was lodged in the lower lobe pulmonary artery. Subsequently, the patient underwent successful port and foreign body removal on the same day. However, the current status of the patient remains unknown.